Event description:
Customer reported via phone, she was shaving her legs in the shower and when she was coming out the insulin pump hit the ground. Then she attempted to bolus and the device kept scrolling on its own. Customer removed the battery in attempts to fix the issues, the device then alarmed battery out limit. Customer doesn't recall her blood glucose level. Customer stated she was in the shower but the device was not exposed to water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.